Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the distal conductor was melted, there was blood/body fluid on the outer tubing overlay, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that during the revision surgery, the lead was accidentally cut. It was also reported that the lead had an apparent fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.